Event description:
It was reported that the pt had expired. The date of patient's death and implant duration are unknown. It is unknown if the death was device related. No further were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.